Manufacturer narrative:
(B)(4) - results: (mi, stent thrombosis, revascularization).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the distal lcx. It is reported that during index procedure, the pt suffered ventricular fibrillation arrest upon left main engagement. The pt required CPR, amiodarone and direct current cardioversion resulting in normal sinus regular. The pt recovered with treatment and was discharged. Investigator has indicated the event had definite relationship to the study procedure but was not related to the study device. It is reported that approx 2.5 months post index procedure, the pt presented to the emergency room with complaints of chest discomfort. ECG was normal but troponin was elevated, indicative of a non-st elevation myocardial infarction. The mi was classified as an acute non-stemi, non-q-wave mi involving the target lesion. Pt was treated with aspirin, beta blocker and lovenox. The following day, the pt underwent coronary angiography which demonstrated a thrombus with 100% occlusion and in-stent restenosis of the previously placed endeavor stent in the distal circumflex coronary artery. This was successfully treated with balloon angioplasty and intracoronary stent placement with another brand stent. Pt tolerated the procedure well and was discharged home in a stable condition. Pt was taking aspirin and prasugrel 24 hrs before the event. It is reported that the pt recovered with treatment. Investigator has indicated that the event was related to the study device but not related to the study procedure.